Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient had been hospitalized with severe hyperglycemia on (B)(6)2026 at the darmstädter kinderkliniken prinzessin margaret. The patient's blood glucose levels reached 305 mg/dl. The pod reportedly failed to activate due to a communication error with a nonfunctioning controller. Symptoms reported include headache and dizziness. The patient was treated with insulin by injection. The patient was discharged (B)(6)2026. The pod was not worn.